Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: it was reported that the patient presented with a long standing history of low back pain and left sided symptoms. He had a pre-operative diagnosis of degenerative disc disease and stenosis l4-s1. The following procedures were performed: segmental instrumentation l4-5, l5-s1, anterior interbody instrumentation l4-5, anterior interbody instrumentation l5-s1, posterolateral fusion l4-l5, and nim neuromonitoring. Each of the disc spaces was packed with a combination of bone and pieces of the infuse sponge. After packing with bone and infuse, capstone grafts were placed at l4-l5 and subsequently at l5-s1. The facets on the right size were also packed with infuse. (B)(6) 2008: the patient had a pre-operative diagnosis of lumbar central and foraminal stenosis at l3-l4 bilaterally. The following procedures were performed-lumbar laminectomy, foraminotomy, facetectomy at l3-4 bilaterally. Each of the disc spaces was packed with a combination of bone and pieces of the infuse sponge. After packing with bone and infuse, capstone grafts were placed at l4-l5 and subsequently at l5-s1. The facets on the right size were also packed with infuse. It was reported that the patient's post-operative period was marked by the need for additional surgery, painful medical treatment, extreme pain, nerve damage, and exuberant ectopic bone formation.

Event description:
It was reported that on (B)(6) 2006 patient underwent the following procedures: segmental instrumentation l4-5, l5-s1; anterior interbody instrumentation l4-5; anterior interbody instrumentation l5-s1; posteroiateral fusion l4-5; posterolateral fusion l5-s1; large rhbmp-2 kit (small rhbmp-2 kit); nim neuromonitoring. Pre-operative/ post-operative diagnoses: degenerative disc disease and stenosis l4-s1. As per op-notes: ¿at thispoint a large and small rhbmp-2 kit which had been opened were cut up into small segments. Each of the disc spaces was packed with a combination of bone and pieces of the rhbmp-2 sponge. After satisfactory packing with bone and rhbmp-2, a 14 millimeter x 26 cage grafts were placed at l4·5 and then subsequently l6-s1. Appropriate sized rods were then placed within the screws and compression maneuvers were done bilaterally. At this point we paused and got another intraoperative x-ray which showed excellent position of the cages and no movement of the screws. It also showed a good sagittal alignment. At this point the cap screws which had been placed were sheared off and then bone was placed in the lateral gutters as well as strips of rhbmp-2. We also packed the facets on the right side with rhbmp-2 and bone to attempt a facet fusion on that side.¿ no complications were reported.